Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2012, the patient was seen in his physician's office with complaints of chest pain. An electrocardiogram was performed and noted myocardial infarction. The patient was transferred to the hospital with myocardial infarction. Angiography was performed and a stenting procedure was performed with the placement of a 2.75 x 12 mm xience v stent and a 3.5 x 28 mm xience v stent in the right coronary artery. On 04/10/2013, the patient was re-hospitalized due to difficulty breathing. Angiography noted a stent fracture in the 3.5 x 28 mm xience v stent. The stent fracture was treated with the placement of two non-abbott stents. Patient was discharged to home. No additional information was provided.

Event description:
Subsequent to the medwatch report filed on (B)(4) 2013, additional information was received which indicates that the patient was admitted with angina. During the procedure, the patient was given nitroglycerin as treatment for coronary spasm. Post procedure, the patient's troponin I levels were elevated. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspnea, angina and vasoconstriction are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures.

Event description:
Subsequent to the supplemental medwatch report, additional information was received which indicates that in-stent restenosis was noted in the xience v stent. Angioplasty and additional stenting were required. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.